Event description:
It was reported that the patient received an inappropriate shock when shoveling snow. When the patient presented to clinic, rapidly conducted atrial fibrillation was observed. Programming changes were made and medication was added. The patient was stable and will be monitored on remote transmission.

Manufacturer narrative:
(B)(4).